Event description:
It was reported that during a follow up, oversensing noise was observed. The noise was not reproduced in clinic. The patient has been feeling pounding in her head. The lead was subsequently explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.1-14.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.